Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An officer called regarding a cold case, that he has been working on, and stated that the customer has passed away. The customer's name and birthday combination, that the officer provided, could not be verified. The office confirmed that the decedent did not have diabetes. He only contacted us because there was an attempt to deliver something from medtronic to the college, two days after the decedent's passing. The officer stated that they think that the decedent was involved in some type of drugs.